Manufacturer narrative:
Unit was successfully downloaded using thump software. Unit passed all following tests: displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, displacement accuracy test, and self test. No unexpected insulin flow block alarms noted during testing. Confirmed no delivery (7) alarm on 08/26/2024 00:17:37.000 and 08/26/2024 01:02:23.000 both during bolus. Proceeded to cut unit open to perform a visual inspection of connectors and electronic assemblies. No moisture damage noted on electronic assemblies. P-cap locked in place properly during testing. The following cosmetic damages were noted: battery tube threads cracked, cracked case (battery tube), cracked case, pillowing keypad overlay, and scratched case in summary, customer concern for no delivery/occlusion alarm unit not confirmed. Unit functioned properly and passed all testing within spec. No alarms noted during testing, however no delivery (7) alarms noted in download history review during event date. Unable to verify for alleged high bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm, occluded, harm reported with no reported allegation of a device malfunction. The customer reported blood glucose value of 419 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). Customer reported the following led up to the event: due to ifb issue document treatment for high bg: using pump other than insulin, indicate medications taken to treat diabetes: none document type of diabetes: unsure. The event involved product(s) mmt-1884l, mmt-242a, mmt-332a, mmt-7040a. Customer reported high bgs. Customer has not been using the insulin pump system within 48hrs of reported high bg event. Customer reported insulin flow blocked alarm (past/resolved event). Issue was resolved. No further patient complications were reported. No product return is required for mmt-1884l. No product return is required for mmt-242a. No product return is required for mmt-332a. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.